Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was reported as due to a fungal infection. The patient was hospitalized due to pd catheter removal and replacement. Treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.